Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 457 mg/dl. Customer feel okay to troubleshoot at the time of call. Customer reported that the high blood glucose was due to steroid and they had stopped troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.